Event description:
It was reported that a patient received inappropriate atp and high voltage therapy for a svt with rapid ventricular response. Programming changes were made and svt ablation therapy was planned. No further issues were reported and the patient condition was stable after the event.